Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported the set disconnected at the site of the two ganged extension sets. The user tightened all the connections prior to use, primed the set and while the set was in use on a patient, it disconnected at the male/female luer connection in the middle of the set and leaked. No patient harm reported.

Manufacturer narrative:
(B)(4)